Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited far field r-wave oversensing. The device was reprogrammed with a decreased atrial maximum sensitivity. The patient would be monitored.